Manufacturer narrative:
Suspect cl not received.

Event description:
On (B)(6) 2021, a patient (pt) in (B)(6) called to report discomfort and a diagnosis of keratitis od while wearing the acuvue® oasys® brand contact lens (cl). On (B)(6) 2020, the pt inserted a new cl in the od and after a short period of wear the vision became blurry. Upon removal of the suspect od cl, the pt was unable to keep the eye open, it hurt when blinking, and the eye was tearing. The pt visited the eye care provider (ecp) and was diagnosed with keratitis od. The ecp inserted unspecified medication in the pt¿s eye and placed a bandage over the eye for comfort. The pt kept the bandage on the od for 2 days. On (B)(6) 2020, the pt called the ecp due to the od still hurting and was prescribed oral medication (unspecified name, frequency, dosage). The ecp also prescribed maxiflox, every 3 hours for 5 days, then discontinue treatment. The ecp instructed the pt to discontinue cl wear for 15 days. The pt did not return to the ecp for follow-up. The pt reported the od felt better on the 3rd day upon removal of the cl from the eye. Cl wear was not resumed until (B)(6) 2020. On (B)(6) 2020, the pt inserted a new od cl and after a few hours the vision became blurry. Upon removal of the cl, the pt experienced discomfort, pain when blinking, photophobia, and tearing od. After 2 days the od symptoms resolved. The pt did not visit the ecp or use any medication and has not returned to cl wear at this time. The pt reported a 2-3 month replacement schedule and does not sleep in cls. Multiple attempts have been made to the treating ecp for additional medical information. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od cl was requested for return for evaluation but has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rzrf was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.